Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient asked for hcp to remove the ins. Patient reported the implant worked for the first 4 yrs and since then haven't worked. Patient reported in the last couple weeks she is having discomfort. Patient stated she is sitting now and experiencing discomfort, sometimes burning sensation, and sometimes feeling something pulling inside near the ins area. Patient stated she don't know why the ins did not work and assumed it was something with the battery.